Event description:
During procedure the balloon was inflated to 20 atms and ruptured. A separation of the catheter material occurred and part of the separated material remains in the pt.

Manufacturer narrative:
The customer has returned the above listed complaint device in a used and damaged condition. The investigation confirmed the balloon had ruptured, with approx 3.5 cm of the balloon including the tip material and marker bands to be missing. The customer has stated, "an angioplasty balloon (8x8) was used, and ruptured. During removal of the balloon, the balloon tore thereby leaving part of the balloon in the pt. The balloon was partly extracted and within the graft exit site. Surgery has been called for assistance to extract the rest of the balloon material. "The customer has informed us that a 6 fr pinnacle sheath was used to cannulate the access for venous outflow. In addition the 8x8 atb balloon was placed in a lesion measuring 1 cm in length and inflated up to 20 atm, it should be noted that the label info recommends a 7 fr introducer size sheath be used and that the rated burst pressure is 15 atm. An examination of the returned complaint device found evidence that the material ruptured longitudinal with a circumferential tear. It is unknown as to why the customer chose an 8x8 balloon, when the size of the legion was 1 cm. Therefore, this does not appear to be a result of a device malfunction, but rather the size parameters when utilizing proper pressure recommendations. "Warning: "do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters in fig 1. (Reference page 4) over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." This product line is inspected to ensure the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied; visually verifying the shaft material is free of bends, kinks and other surface imperfections. The investigation found the complaint device had been manufactured after the implementation of a change request to reinforce the balloon shoulders and added proximal neck overlap and consistent balloon wall thickness. The appropriate personnel have been notified.